Event description:
It was reported when using the bd pyxis anesthesia es system, multiple drawers failed and were not detected on the bus in operating room 10. This incident caused a delay in dispensing medication to a patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all drawers had failed and were not detected on the bus. A field service engineer replaced a new control board for drawer 3 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system, multiple drawers failed and were not detected on the bus in operating room 10. This incident caused a delay in dispensing medication to a patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, e1,h6, and h11, a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) -2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that multiple drawers failed. A field service engineer disconnected one drawer at a time to figure out that matrix drawer 3 shorted the rest of the drawers temporarily out of service. Replaced new control board to resolve the issue followed by performing preventive maintenance. The system functioned as intended after the field service engineer troubleshot the device.